Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump more than 3 times. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with detached and missing the end cap. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to detached and missing end cap. However, the motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained lcd resilient cover and scratched reservoir tube window.